Event description:
It was reported the patient had a high fever and was sweating while in bed. The patient's blood glucose levels rose to 22 mmol/l (396 mg/dl). The pod reportedly fell off the infusion site (abdomen) after wearing the pod for 24 hours. A new pod was successfully applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.